Manufacturer narrative:
Combination product: yes.

Event description:
Oversensing in the ventricular channel was observed. The tachycardia therapies have been turned off. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 16th of april 2025 and 11th of december 2025 recorded an initial stable pacing impedance of 450 ohms with an increase to 550 ohms at the end of the recordings. Furthermore, a slightly fluctuating shock impedance between 40 ohms and 50 ohms was recorded. No iegm episodes were available for analysis. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.